Event description:
A report was made regarding a customer's issue with high blood glucose levels indicated by a "high" reading, although the specific value was unknown. Blood glucose level was addressed with a correction bolus administered via the pump, following a recommendation from a healthcare professional. Additionally, customer support assisted the caller in updating the pump time, advised monitoring for future discrepancies, and noted no injury occurred. The caller acknowledged understanding and was informed to follow up if the time issue persisted.